Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was explanted and another lv lead with the same model number was implanted instead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information was received that this lead will not be returned, as it was discarded by hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.